Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the patient underwent an artificial urinary sphincter (aus) procedure due to urinary incontinence. During surgery, it was identified that the cuff was too big. The cuff was replaced with a smaller one and the balloon was also replaced. There were no patient complications.